Manufacturer narrative:
E1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic colon examination; the tip of the subject device broke off and fell off into the body. The fallen item was retrieved using a recovery net. No reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation. The facility mistakenly placed a non-defective product together with the broken tip in the same package. The broken main body has probably been discarded and cannot be sent back. A definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.